Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of loose connector, no image or noisy image. Was confirmed. The device evaluation found the no image issue was due to defective printed circuit board. Additionally, they have found failure of the video connectors and the video connectors were broken and could not be connected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, a loose connector on the video system center caused poor contact, which showed no image or noisy image. There were no reports of patient, delays or user harm associated with this event.